Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the set was changed and insulin was leaking out before the piston reached the reservoir. The customer was disconnected during prime. Blood glucose value is unknown. Customer declined troubleshooting and would be changing the infusion set and reservoir.